Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was confirmed. The motor was loud and it was replaced due to customer statement regarding grinding noise and error code 41622 in the event log history. Could not repeat the pca cord issue - it worked good during testing with in house pca cord, customer did not send cord with pump. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed error code 41622, motor grinds, pca cord disconnected alert when the unit was in continuous mode. No patient injury was reported.